Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin drip. Troubleshooting for high blood glucose was performed. Customer was admitted to the hospital on (B)(6) 2018. Customer experienced diabetic ketoacidosis due to high blood glucose levels. Customer thought the insulin pump under delivered however troubleshooting the device did not show problems with the insulin pump. The insulin pump will not be returned for analysis.